Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), the yellow protective sheath was removed without any resistance at all, as the device being prepared by one person, it was noted by another person at the same time that the stent was not on the balloon marker as it should have been. The stent was found inside the yellow protective sheath. The device was set aside and there was no patient involvement. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.